Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured july 2025. H11: the actual device and photos of the sample were provided for evaluation. Visual inspection was performed on the actual sample which identified dark spot on the spike port connector inside the plastic packaging material near the tubing of the inlet. Visual inspection of the photo did not easily identify a dark spot on the spike port connector. The reported condition was verified. The cause of the condition could not be determined; however, likely inherent to contamination during the manufacturing and or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented micro-volume inlet had particulate matter which was described as 'dark markings on the spike'. This was noticed during setup. There was no patient involvement. No additional information is available.